Event description:
Device and base caught on fire. The reporter didn't know any details. Reporter just knows the meter and base are black and melted. No injuries alleged. The device was replaced and requested to be returned for eval.